Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that she had an MRI last tuesday and had ¿electrician shooting¿ up in the butt. The patient stated that the implant had been dead since 2011. The patient noted that she had the MRI for her neck and shoulder. The patient stated that the MRI was not related to the implant and that she had forgot that she had the implant inside of her. The patient was to follow up with a healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.